Event description:
It was reported that the patient presented in the emergency room hearing a patient alert for high and varying impedances on the fractured lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed, and revealed that there was a patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 and the daily hv (high voltage)-lead impedance trend data shows an abrupt increase for svc defib of 64 to 254 ohms range between (B)(6) 2011. Analysis also showed sensing - oversensing as vf(ventricular fibrillation) was less than or equal to 190 ms average ventricular-cycle on (B)(6) 2010 and (B)(6) 2011.